Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, intermittent rf telemetry was observed while interrogating the device. The device will continue to be monitored until eri. The patient was in stable condition.